Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ chronic pelvic pain"), genital haemorrhage ("abnormal bleeding"), bladder dilatation ("bladder distention"), endometriosis ("endometriosis") and reynold's syndrome ("reynauds") in a 37-year-old female patient who had essure (batch no. 628049) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity, cephalo-pelvic disproportion and fetal heart rate abnormal. Concurrent conditions included grand multiparity, adhesions nos postoperative, anesthesia, pelvic adhesions, paratubal cyst, peritoneal cyst, endometriosis externa since 2009 and umbilical hernia. Concomitant products included curcuma longa (tumeric) since 2018 and duloxetine hydrochloride (cymbalta). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), weight increased ("weight gain") and fatigue ("fatigue"). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), depression ("psychological or psychiatric problems condition: depression") and restless legs syndrome ("restless leg syndrome"). In 2016, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia reynaud¿s"). In 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2018, the patient started magnesium at an unspecified dose and frequency. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder dilatation (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), anxiety ("psychological or psychiatric problems condition: anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), adenomyosis ("adenomyosis"), levator syndrome ("levator syndrome"), abdominal pain ("abdominal cramping"), pain ("pain all over") and reynold's syndrome (seriousness criterion medically significant). The patient was treated with surgery (B)(6) 2009 bilateral salpingectomy, (B)(6) 2016 total hysterectomy (uterus and cervix removed)) and surgery (laparoscopic surgery to remove endometriosis and cystoscopy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, dyspareunia, abdominal pain and pain had resolved, the genital haemorrhage, bladder dilatation, endometriosis, hypersensitivity, alopecia, vaginal haemorrhage, menorrhagia, depression, anxiety, fibromyalgia, weight increased, adenomyosis, levator syndrome, restless legs syndrome and reynold's syndrome outcome was unknown and the dysmenorrhoea and fatigue had not resolved. The reporter considered abdominal pain, adenomyosis, alopecia, anxiety, bladder dilatation, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fibromyalgia, genital haemorrhage, hypersensitivity, levator syndrome, menorrhagia, pain, pelvic pain, restless legs syndrome, reynold's syndrome, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 206 lbs. 3 coils were noted to be present in the uterine cavity at the end of this portion of the procedure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion on (B)(6) 2009 underwent transvaginal ultrasound. ¿ concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record pelvic pain, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received, new event abdominal cramping, pain all over, endometriosis and reynauds added. Outcome and concomitant mediation added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ chronic pelvic pain/ pain and discomfort'), device breakage ('it all need to come out in one piece'), genital haemorrhage ('abnormal bleeding/ heavy bleeding'), bladder dilatation ('bladder distention/ bladder or urinary problems or changes') and endometriosis ('endometriosis') in a 37-year-old female patient who had essure (batch no. 628049) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, cephalo-pelvic disproportion and fetal heart rate abnormal. Patient had performed x-ray, MRI and ultrasounds. Concurrent conditions included endometriosis externa since 2009, grand multiparity, adhesions nos postoperative, anesthesia, pelvic adhesions, paratubal cyst, peritoneal cyst and umbilical hernia. Concomitant products included curcuma longa since 2018, duloxetine hydrochloride (cymbalta) and magnesium since 2018. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), depression ("psychological or psychiatric problems condition: depression") and restless legs syndrome ("restless leg syndrome"). In 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder dilatation (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), raynaud's phenomenon ("reynauds"), anxiety ("psychological or psychiatric problems condition: anxiety\ worried"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia "), dysmenorrhoea ("dysmenorrhea (cramping)"), adenomyosis ("adenomyosis"), levator syndrome ("levator syndrome"), abdominal pain ("abdominal cramping"), pain ("pain all over"), inflammation ("chronic inflammation"), foreign body reaction ("foreign body reaction"), abdominal distension ("bloating/ belly swollen"), peripheral swelling ("hand and feet are always swollen"), hypoaesthesia ("numbing in arms leg neck and back"), umbilical hernia ("belly button hernia"), irritable bowel syndrome ("ibs"), cystitis interstitial ("interstitial cystitis"), hallucination ("hallucination"), fallopian tube cyst ("fallopian tube cyst"), complication of device removal ("essure device not removed properly"), insomnia ("insomnia"), influenza like illness ("flu like feeling"), burning sensation ("burning feeling in body"), neck pain ("neck pain") and abdominal pain lower ("cramping"). The patient was treated with surgery ((B)(6) 2009 bilateral salpingectomy, (B)(6) 2016 total hysterectomy (uterus and cervix removed) and laparoscopic surgery to remove endometriosis and cystoscopy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, dyspareunia, abdominal pain and pain had resolved, the device breakage, genital haemorrhage, bladder dilatation, endometriosis, hypersensitivity, raynaud's phenomenon, alopecia, vaginal haemorrhage, menorrhagia, depression, anxiety, fibromyalgia, weight increased, adenomyosis, levator syndrome, restless legs syndrome, inflammation, foreign body reaction, abdominal distension, peripheral swelling, hypoaesthesia, umbilical hernia, irritable bowel syndrome, cystitis interstitial, hallucination, fallopian tube cyst, complication of device removal, insomnia, influenza like illness, burning sensation, neck pain and abdominal pain lower outcome was unknown and the dysmenorrhoea and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, anxiety, bladder dilatation, burning sensation, complication of device removal, cystitis interstitial, depression, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube cyst, fatigue, fibromyalgia, foreign body reaction, genital haemorrhage, hallucination, hypersensitivity, hypoaesthesia, inflammation, influenza like illness, insomnia, irritable bowel syndrome, levator syndrome, menorrhagia, neck pain, pain, pelvic pain, peripheral swelling, raynaud's phenomenon, restless legs syndrome, umbilical hernia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 206 lbs. 3 coils were noted to be present in the uterine cavity at the end of this portion of the procedure . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. On (B)(6) 2009 underwent transvaginal ultrasound. ¿ concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record pelvic pain, menorrhagia, dysmenorrhea. Lot number:628049 manufacture date: 2008-08 expiration date: 2010-08. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-dec-2019: fu 6 and 7 processed together. Fup of 03-dec-2019 - pfs received :event added- abdominal pain lower. Fup of 13-dec-2019 -quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ chronic pelvic pain"), genital haemorrhage ("abnormal bleeding") and bladder dilatation ("bladder distention") in a 37-year-old female patient who had essure (batch no. 628049) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity, cephalo-pelvic disproportion and fetal heart rate abnormal. Concurrent conditions included grand multiparity, adhesions nos postoperative, anesthesia, pelvic adhesions, paratubal cyst, peritoneal cyst, endometriosis externa and umbilical hernia. Concomitant products included duloxetine hydrochloride (cymbalta). On (B)(6)2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and weight increased ("weight gain"). In 2016, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia reynaud¿s"). In 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder dilatation (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), adenomyosis ("adenomyosis"), levator syndrome ("levator syndrome") and restless legs syndrome ("restless leg syndrome"). The patient was treated with surgery ((B)(6) 2009 bilateral salpingectomy, (B)(6) 2016 total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, bladder dilatation, hypersensitivity, alopecia, vaginal haemorrhage, menorrhagia, depression, anxiety, fibromyalgia, dyspareunia, weight increased, fatigue, adenomyosis, levator syndrome and restless legs syndrome outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered adenomyosis, alopecia, anxiety, bladder dilatation, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, hypersensitivity, levator syndrome, menorrhagia, pelvic pain, restless legs syndrome, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 206 lbs. 3 coils were noted to be present in the uterine cavity at the end of this portion of the procedure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. On (B)(6) 2009 underwent trasvaginal ultrasound. ¿ concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record pelvic pain, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ chronic pelvic pain'), device breakage ('it all need to come out in one piece'), genital haemorrhage ('abnormal bleeding/ heavy bleeding'), bladder dilatation ('bladder distention') and endometriosis ('endometriosis') in a 37-year-old female patient who had essure (batch no. 628049) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, cephalo-pelvic disproportion and fetal heart rate abnormal. Patient had performed x-ray, MRI and ultrasounds. Concurrent conditions included endometriosis externa since 2009, grand multiparity, adhesions nos postoperative, anesthesia, pelvic adhesions, paratubal cyst, peritoneal cyst and umbilical hernia. Concomitant products included curcuma longa since 2018, duloxetine hydrochloride (cymbalta) and magnesium since 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), depression ("psychological or psychiatric problems condition: depression") and restless legs syndrome ("restless leg syndrome"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder dilatation (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), raynaud's phenomenon ("reynauds"), anxiety ("psychological or psychiatric problems condition: anxiety\ worried"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia "), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), adenomyosis ("adenomyosis"), levator syndrome ("levator syndrome"), abdominal pain ("abdominal cramping"), pain ("pain all over"), inflammation ("chronic inflammation"), foreign body reaction ("foreign body reaction"), abdominal distension ("bloating/ belly swollen"), peripheral swelling ("hand and feet are always swollen"), hypoaesthesia ("numbing in arms leg neck and back"), umbilical hernia ("belly button hernia"), irritable bowel syndrome ("ibs"), cystitis interstitial ("interstitial cystitis"), hallucination ("hallucination"), fallopian tube cyst ("fallopian tube cyst"), complication of device removal ("essure device not removed properly"), insomnia ("insomnia"), influenza like illness ("flu like feeling"), burning sensation ("burning feeling in body") and neck pain ("neck pain"). The patient was treated with surgery ((B)(6) 2009 bilateral salpingectomy, (B)(6) 2016 total hysterectomy (uterus and cervix removed) and laparoscopic surgery to remove endometriosis and cystoscopy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, dyspareunia, abdominal pain and pain had resolved, the device breakage, genital haemorrhage, bladder dilatation, endometriosis, hypersensitivity, raynaud's phenomenon, alopecia, vaginal haemorrhage, menorrhagia, depression, anxiety, fibromyalgia, weight increased, adenomyosis, levator syndrome, restless legs syndrome, inflammation, foreign body reaction, abdominal distension, peripheral swelling, hypoaesthesia, umbilical hernia, irritable bowel syndrome, cystitis interstitial, hallucination, fallopian tube cyst, complication of device removal, insomnia, influenza like illness, burning sensation and neck pain outcome was unknown and the dysmenorrhoea and fatigue had not resolved. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, anxiety, bladder dilatation, burning sensation, complication of device removal, cystitis interstitial, depression, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube cyst, fatigue, fibromyalgia, foreign body reaction, genital haemorrhage, hallucination, hypersensitivity, hypoaesthesia, inflammation, influenza like illness, insomnia, irritable bowel syndrome, levator syndrome, menorrhagia, neck pain, pain, pelvic pain, peripheral swelling, raynaud's phenomenon, restless legs syndrome, umbilical hernia, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 206 lbs. 3 coils were noted to be present in the uterine cavity at the end of this portion of the procedure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. On (B)(6) 2009 underwent trasvaginal ultrasound. ¿ concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record pelvic pain, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: social media received: newly added newts- complication of device removal, device breakage, insomnia, flu like feeling, burning feeling in body, inflammation nos, foreign body reaction, bloating, swelling of limbs, body numbness, neck pain, irritable bowel syndrome, cystitis interstitial, hallucination, fallopian tube cyst. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ chronic pelvic pain"), genital haemorrhage ("abnormal bleeding") and bladder hydrodistension ("bladder distention") in a 37-year-old female patient who had essure (batch no. 628049) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity, cephalo-pelvic disproportion and fetal heart rate abnormal. Concurrent conditions included grand multiparity, adhesions nos postoperative, anesthesia, pelvic adhesions, paratubal cyst, peritoneal cyst, endometriosis and umbilical hernia. Concomitant products included duloxetine hydrochloride (cymbalta). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and weight increased ("weight gain"). In 2016, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia reynaud¿s"). In 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder hydrodistension (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), adenomyosis ("adenomyosis"), levator syndrome ("levator syndrome") and restless legs syndrome ("restless leg syndrome"). The patient was treated with surgery (14dec2009 bilateral salpingectomy, (B)(6) 2016 total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, bladder hydrodistension, hypersensitivity, alopecia, vaginal haemorrhage, menorrhagia, depression, anxiety, fibromyalgia, dyspareunia, weight increased, fatigue, adenomyosis, levator syndrome and restless legs syndrome outcome was unknown and the dysmenorrhoea had not resolved. The reporter considered adenomyosis, alopecia, anxiety, bladder hydrodistension, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, hypersensitivity, levator syndrome, menorrhagia, pelvic pain, restless legs syndrome, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 206 lbs. 3 coils were noted to be present in the uterine cavity at the end of this portion of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion . On (B)(6) 2009 underwent trasvaginal ultrasound. ¿ concerning the injuries reported in this case, the following one/ ones were described in patient¿s medical record pelvic pain, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received. New reporter added. Plaintiff demographics and concomitant and historical condition added. Essure indication and and lot number added. New events, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression and anxiety, fibromyalgia reynaud¿s, levator syndrome, restless leg syndrome, dysmenorrhea (cramping), bladder distention, dyspareunia (painful sexual intercourse), weight gain, fatigue, adenomyosis were added. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, hypersensitivity and alopecia outcome was unknown. The reporter considered alopecia, genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.